Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was chosen for a procedure. During procedure, the yellow plastic valve connection prematurely fell off while surgeon was about to implant. The valve fell on the floor as a result and one-cut suture disconnected without being cut.

Event description:
It was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was chosen for a procedure. During procedure, when the valve was being handed to physician it fell off the holder and the small portion of yellow threads remained on the holder. The valve did not ever make contact with the patient. A new 31mm epic plus mitral valve was chosen and completed the procedure. There was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
No apparent adverse event was reported. There is no allegation of malfunction against the epic max valve. Information from the field indicated that during procedure, when the valve was being handed to physician it fell off the holder and the small portion of yellow threads remained on the holder. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, there are no patient effects related to the epic max valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.